Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced blood glucose levels that were higher than expected while using the ilet and removed the pump, then transitioned to an omnipod for insulin delivery, after which his blood glucose decreased to a more manageable level. Symptoms included hyperglycemia. Outcomes included a return to acceptable glucose levels after switching to backup therapy, with no alerts, alarms, or hospitalization reported. Investigation included case review and unsuccessful attempts to obtain event specifics or troubleshooting history from the user. Investigation of this case revealed no device malfunction could be confirmed and the cause remained unclear due to limited information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.